Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii lvas, serial number (B)(6), confirmed a displaced retention ball on the driveline that had been pulled through the cable boss and pump housing. A direct correlation between the device and the event could not conclusively be determined through this investigation; however, there was no indication that the driveline was in this condition at the time of manufacture. The pump was returned assembled with the driveline cut approximately 2 inches from the pump housing, and the distal portion was returned for evaluation. The sealed inflow conduit was returned with the flex section cut in half. The sealed outflow conduit was returned. The outflow graft was attached to the outlet elbow, and the bend relief was unattached from the graft attachment. The outlet elbow was returned attached to the pump. It was noted that the retention ball on the driveline had been pulled through the cable boss and out of the pump housing. The device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. Upon removal of the silicone jacket, the bionate was discolored but otherwise unremarkable. The braided shield and the underlying wires were unremarkable. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The patient underwent heart transplantation on 29feb2020. A manufacturing analysis task was initiated to investigate the heartmate ii retention ball potting issue. The manufacturing analysis found that the root cause of this issue is inconclusive, and there is no evidence that this is a manufacturing/design-related issue. There are sufficient process steps to ensure that the retention ball was properly encapsulated within the flare fitting at the time of manufacture. A DHR review was performed, and all process steps for final pot were performed with no deviations nor procedural failures. In addition, this is an isolated incident in which there was no reported patient impact. Therefore, no additional actions are required. No other product was affected, and no corrective actions were taken. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 25jun2014. Manufacturing analysis task was initiated to investigate the heartmate ii retention ball potting issue. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a routine transplant. It was noted on the returned pump that the retention ball on the driveline had been pulled through the cable boss and pump housing.